Event description:
The following description of the event and the condition of the patient was copied from the user facility medwatch report received by carefusion from the FDA on (B)(6) 2013. "Device usage problem: device failed (broke, couldn't get it to work or stopped working)". "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do".

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility medwatch report received from the FDA on (B)(6) 2013. The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep and the carefusion failure analysis lab technician. The carefusion field service rep evaluated the device and determined that the root cause of the reported event was a faulty gas delivery engine (gde). The carefusion field service rep completed the repair of the device by replacing the gas delivery engine (gde), updated software and running the device through a complete checkout per the operator's and service manuals. Upon completion the device was returned to the customer to be placed back into service. The carefusion failure analysis lab technician evaluated the alleged faulty gas delivery engine (gde), verified the no ventilation condition, however, was not able to confirm or reproduce the alleged no alarm condition as the gas delivery engine generated an audible and visual alarm. The carefusion failure analysis lab technician determined that the root cause of the reported no ventilation condition was a faulty expiratory pressure xdcr on the tca pcba. Failure of the expiratory pressure xdcr is a known issue related to the tca pcba in the gas delivery engine. Carefusion has initiated a voluntary field correction to address this issue. (B)(4).